Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: how was the bleeding controlled? They used another ecr60d and clips. How much blood was lost (ml)? 10-15 ml. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. What is the most current patient health status and condition? She is in good health. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during firing echelon manual with ecr60g tissue slipped from the jaw and staples were malformed and at the end they had bleeding. No patient consequences reported. No further information is available.